Manufacturer narrative:
Follow-up report submitted, to document device evaluation results.

Event description:
The manufacturer sales representative reported, that the device overheated, during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.